Event description:
It was reported that, on (B)(6) 2025, the patient underwent ureteroscopic lithotripsy and stone removal for kidney stones. A stent had been in place for 20 days and was scheduled for removal during surgery. During preparation to extract the ureteral stent, encrustation was observed on the stent, preventing its smooth removal. Following clinical assessment, surgical intervention was chosen to extract the stent. The procedure was completed successfully, and the stent was removed without incident.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.